Event description:
It was reported that a patient with a 19mm 3300tfx19 aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 7 months due to severe stenosis and moderate regurgitation. The patient presented with cardiogenic shock. The procedure was performed successfully with a 20mm 9755rsl transcatheter valve. Patient was in stable condition post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.